Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/8/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/25/2015 with the following findings: a review of the pump black box revealed unexplained pump reboots. The battery compartment was found to be cracked above and below the bumper pad. The returned battery cap had stripped threads and was unable to fully attach to the pump. The pump reboots were duplicated with the returned battery cap. A new test battery cap was able to attach to the pump and was used to complete a 24 hour duration test. No power interruptions were duplicated during this time. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit found. Unrelated to the original complaint, the display screen had a discolored contrast.